Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had heart failure symptoms and even though the pump speed was set to 10200 rpm, the lvad was not able to pump enough volume from the left ventricle which eventually led to heart failure symptoms. Flow readings at pump speeds over 10,000 rpms were showing as 3-4 lpm. The CT scan showed restricted inflow and it was decided by the mechanical circulatory support team that changing out the pump and inflow cannula would be the best for this pt. A pump exchange from one lvad to another lvad was scheduled and performed on (B)(6) 2014.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). During the record review process, it was discovered that the information contained in the above referenced user facility medwatch report was not included when the MDR follow-up report was sent on (b)(9) 2015. The report however was electronically sent at that time.

Event description:
Additional information was received from the intermacs registry stating: inflow obstructed per chest CT. Additional information also included indicated that the patient underwent a pump exchange. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of a restricted inflow was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 4.25¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. The lumen of the inlet tube revealed no evidence of adhered depositions or thrombus formations. The silicone sleeve over the sealed inflow graft conduit was properly secured to the graft attachments. However, the silicone was cut down its length and was partially severed circumferentially around the sleeve. Clamp marks were identified on the interior and exterior of the silicone sleeve, indicating that there was an attempt to peel the sleeve from the graft attachments at explant. The space between the silicone sleeve and the inflow knitted graft, which is outside of the blood flow path, revealed a normal ingrowth of tissue. The knitted graft was deformed inward, potentially restricting the normal flow of blood through the flex section of the sealed inflow conduit. However, the interior of the inflow knitted graft revealed no evidence of adhered depositions or thrombus formations, indicating that there was proper surface washing through the sealed inflow conduit. The symmetrical geometry of the kinks suggests that they may have formed due to negative pressure in the inflow graft conduit. As previously reported, the pump was operating at 10200 rpm, which could have potentially contributed to event; however, a root cause for the negative pressure condition could not be conclusively determined. The textured blood-contacting surface of the inlet elbow revealed no adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.